Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling multiple cartridges with insulin. Customer changed out the cartridge and insulin delivery was resumed. Customer could not recall blood glucose level; however, it was within range.